Event description:
The customer reported to olympus that duodenovideoscope was checked and during reprocessing it was found to have low angulation and wrinkles on the connecting tube. The device was returned for evaluation and during the evaluation it was found that the forceps elevator had foreign material. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: due to a dent on switch box, water tightness was lost, due to deformation of el-connector, water tightness was lost, due to damage on sw2, the switch could not be pressed down smoothly, plastic cover had a scratch, adhesive on a-rubber was detached, connecting tube had a buckling, connecting tube had a wrinkle, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down (right / left) knob was out of the standard value, control unit had a scratch, and universal cord had buckling. Based on the results of the investigation, the foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to dented switch box and deformation of el-connector, due to a dent on switch box, water tightness is lost, due to deformation of el-connector, water tightness was lost. A definitive root cause could not be established as the event was not reproduced. The event can be prevented by following the instructions for use which state: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) in addition, the following non-reportable malfunctions were found during the device evaluation: due to damage on sw2, the switch could not be pressed down smoothly, plastic cover had a scratch, adhesive on a-rubber was detached, connecting tube had a buckling, connecting tube had a wrinkle, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down (right / left) knob was out of the standard value, control unit had a scratch, and universal cord had buckling. Olympus will continue to monitor field performance for this device.